Event description:
It was reported that pulse generator interrogation was normal, but telemetry was lost when trying to perform sensing tests. Battery data was 2.73 v, 11 ua and 7 k. It was suspected that there was an issue with the pacemaker's telemetry hardware. When the telemetry wand was flipped upside down, testing could be performed and all measured data could be retrieved.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. After downloading the product code and replacing the battery, normal function ensued. However telemetry was lost when the battery voltage was reduced to approximately 2.5 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
Na

Event description:
Also noted was that the pulse generator exhibited no telemetry due to elective replacement indicator (eri).